Event description:
The product was used during a laparoscopic cholecystectomy. Reportedly, the needle broke during use and the piece was retrieved. No patient injury was reported. Another product was used to finish the procedure.